Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: accolade tmzf hip stem #3; cat#6020-0335; lot#14008404. Trident psl ha cluster 50mm; cat#542-11-50e; lot#25110001. Trident 0° x3 insert 36mm ID; cat#623-00-36e; lot#mjkvy5. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Lot specific voluntary recall v40 - recall - 249697-08/29/2016-007r was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. Device not available.

Event description:
It was reported that the patient's left hip was revised due to pain. Rep was not present for procedure. Possible cause or contributor for pain, and any intra-operative findings were not reported to the rep. The patient's accolade tmzf stem, lfit v40 head, trident 0° 36e liner, and trident psl shell were revised to a competitor hip construct. Rep provided the 2007 operative report and usage sheet, the 2010 revision usage sheet, and explant pictures.